Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with no alerts on the ilet; the user re-entered the pairing code on the ilet per troubleshooting. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.